Event description:
Reporter alleged obtaining discrepant blood glucose results of 119 mg/dl on his aviva system when compared back to back to a lab measurement of 70 mg/dl when testing was performed 30 seconds apart during a routine doctor appointment. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.